Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios, omnipod software app version: 2.0.4, operating system: 18.2, hardware: iphone14.7, cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to >250 mg/dl while wearing the pod between 24 and 36 hours. The pod reportedly was coming loose from the infusion site (arm), causing the cannula to dislodge. It was also reported that the patient smelled insulin, but no leaking was noted. As treatment, a new pod was applied.

Manufacturer narrative:
No damages were observed that would contribute to the reported dislodged cannula. The cause of the reported dislodged cannula could not be determined. Inspection of the fluid path found no evidence of the reported leak. No defects were observed on the adhesive pad or its welds. The cause of the reported adhesive failure could not be determined.